Event description:
It was reported that a patient experienced peritonitis and was hospitalized. Treatment rendered was not reported. The patient experienced internal bleeding induced sepsis and died. It was not reported if an autopsy was performed. Baxter is in the process of obtaining additional information on this event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint for peritonitis is not confirmed and no cause could be determined because disposable set was not returned to baxter, a lot number was not provided for a batch review and user did not describe any types of use errors or other issues that might have caused the reported event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.